Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited error code 46828 and an intermittent wireless module error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to a main board failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.